Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual inspection of the instrument noted the plastic housing of the anvil side of the stapler was disengaged from the anvil. Visual examination of the staple cartridge noted that the loading unit displayed a full complement of staples and the interlock was triggered. Microscopic inspection of the knife blade displayed no damage. Pmv performed functional testing which included reattaching the handle to the stapler and resetting the sulu. The sulu and instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged housing may occur from excessive manipulation or rough handling of the instrument. Rough handling may be a result of user pulling on the handle to manipulate the device location or open the device without using the release button. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during an open sigmoidectomy procedure. The packaging of the stapler was opened, however, the device was broke and went to pieces. The product was not used on the patient. Replaced by a new device and the firing was completed. There was no patient harm. The status of the patient is no problem.